Event description:
It was reported that iab was inserted in 2006. At 0515 hours on 3/31/2006, pump experienced helium loss alarms and blood was observed in helium tubing. Iab was removed. A re-insertion was not required. An emboli was found in right lower leg. Vascular surgeon called but no further intervention required. There were no patient complications.